Manufacturer narrative:
Date received by manufacturer: 14nov2019. Date of report: 15nov2019. The manufacturer¿s international service technician confirmed the reported issue. The customer has decided not to repair the unit at this time. If further information is obtained, this complaint will be reopened. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 15aug2019.

Event description:
The customer reported system error. Unit cannot boot up. After using temporary power it was confirmed that the blower cannot run, battery is dead, primary speaker warning alarmed, and flow air of (gas delivery system) gds does not have correct value. There was no patient involvement.